Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium on the architect c4000 processing module for a male patient. Results were not reported to the medical provider. The following results were provided (reference range 1.8-2.6 mg/dl): initial result =7.1 mg/dl, repeat results = 1.8, 5.93, 1.73 and 1.76 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
This follow-up submission being send to cross reference MDR 3016438761-2025-00281-00 for likely cause changed on 05may2025; architect c4000 analyzer, list number 02p24-40 to cc magnesium reagent, list number 07d70-80. All further information will be submitted under MDR 3016438761-2025-00281-00.

Event description:
The customer observed falsely elevated magnesium on the architect c4000 processing module for a male patient. Results were not reported to the medical provider. The following results were provided (reference range 1.8-2.6 mg/dl): initial result =7.1 mg/dl, repeat results = 1.8, 5.93, 1.73 and 1.76 mg/dl. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated magnesium on the architect c4000 processing module for a male patient. Results were not reported to the medical provider. The following results were provided (reference range 1.8-2.6 mg/dl): initial result =7.1 mg/dl, repeat results = 1.8, 5.93, 1.73 and 1.76 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
This follow-up submission being send to clarify the correct list number for the impacted lot. The correct list number is 03p68-24 for lot (B)(6), not 07d70-80. Correct MFR# for the likely cause (03p68-24) is 3005094123-2025-00238-00 and all further information will be submitted under MDR 3005094123-2025-00238-00.